Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the center button was sometimes nonresponsive and the pump had rejected new batteries. The customer also reported that the pump motor was louder and sometimes slower than usual to rewind, and that the pump sometimes squirted insulin when priming. The customer reported no adverse event. The event involved product(s) unomedical and mmt-1884. Troubleshooting was not performed for the priming process, and the battery failed alarm. Troubleshooting was performed for the keypad anomaly, and the buttons are not responding. No harm requiring medical intervention was reported. No product return is required for unomedical. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with an unresponsive keypad at the all buttons. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test or verify rewind and motor error alarm due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces at the left, right and center button. No stuck key alarms noted during testing, unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted or during a complaint call that might have triggered the reason complaint. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) was within spec range. However, found no failed batt test alarms on event date is possible due to customer insert low battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In conclusion, unable to verify rewind and motor loud due intermittently unresponsive left, right and center button was observed during analysis and confirmed due to corroded keypad traces. However, the power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) was within spec range could possible customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.